Manufacturer narrative:
510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with femoral neck system (fns) on (B)(6) 2019. Patient underwent revision surgery on (B)(6) 2020 due to failed implant and was revised to total hip arthroplasty. Further it was reported that x-ray taken on an unknown date showed non-union and fracture displacement. During procedure it was identified that the locking screw is broken. There was no surgical delay reported. Revision procedure was completed successfully. Patient outcome is reported as stable. Concomitant devices reported: nail head elements: fns antirotation screw (part#: unknown, lot#: unknown, quantity#: 1) nail head elements: fns bolt (part#: unknown, lot#: unknown, quantity#: 1); pl 1-ho f/fem neck syst tan (part # 04.168.000s, lot #: l641784, quantity 1). This report is for one (1) unknown locking screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: updated. G1: g5: h3, h6: investigation summary. Investigation site: (B)(4). Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken visual inspection: the returned parts are described below: locking screw (sku (B)(4)) is broken through the neck/recess. The screw head is stuck in the plate and the shaft shows few damages. The plate (sku (B)(4) is not broken but shows: severe discoloration area in the shaf. Damaged in the plate (flat area). Discoloration inside the plate barrel away from the flat surface (on medial side). Bolt (sku (B)(4)) shows discoloration at the tip and an area with deep scratches and a sharp stop line. The anti-rotation screw ((B)(4)) shows wear traces and is not broken. Dimensional inspection: dimensional inspection cannot be performed in the broken area because of: part is deformed; screw head is stuck in the plate. Document/specification review: the lot 2l36900 was created in (B)(6) 2018 for the sku (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. No change in the product drawing (se_131096 rev.h ) since august 2012. Summary: the complaint (B)(4) does not provide detailed information about the patient and/or more details about a possible cause (i.e. Fall of the patient or accident to the patient) or when the breakage of the locking screw happened. No x-rays attached to the complaint. Only information available is the replacement of the fns system with full hip implant. The locking screw (sku (B)(4)) shows a net breakage with no deformation. The scratches on the shaft of the locking screw may have been generated during its extraction. Moreover, the bolt (sku (B)(4)) shows deep scratched in a specific position (as highlighted in the last picture of section 2.1). These evidences suggest a breakage driven by a large shortage of the implant (changed position of the bolt in the plate) and a high load applied - not because of a defect of the part. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 412.217, lot: 2l36900, manufacturing site: (B)(4), release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: neck fix anti-rotation scr l105 tan (part# 04.168.505s, lot# l661391, quantity# 1); neck fix bolt l105 tan(part# 04.168.305s, lot# l606183, quantity# 1).